Manufacturer narrative:
The device was unavailable for evaluation. It was reported that there was revision surgery to remove a screw that backed out of the bottom level of a 3 level resonate plate at c4-c7. The original surgery date was (B)(6)2021. The revision date was (B)(6)2024. The sales rep reported that a c7 screw was removed by the surgeon and he did not replace it. There are currently no images or pictures of the ex-plant available. The screw was reported to be 4.2mm diameter, variable angle, self-drilling, 15mm. The rep believes the issue was discovered due to the patient having some irritation and that it was resolved with the screw removal. It is unclear whether some damage occurred to the plate or sliders inter-operatively or what the cause of the issue could have been. Updates will be provided if more information becomes available.

Event description:
It was reported that a revision was needed to replace resonate screws backing out of the plate post-operatively.